Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The pt reported that the washer fell from the ez breathe atomizer into her mouth during use. She added that she began to cough and ultimately vomited before the device component was removed from her throat. She also reported that the device component scratched her throat when she vomited the product. The pt reported that she did not require any medical attention following the event.